Event description:
The device was used during a duhamel procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application and sutured to complete the procedure. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/3/1998 supplemental report #1 submitted to FDA. The reported condition was confirmed and attributed to a dimensionally discrepant collar tube, and interference between the disposable loading unit cartridge housing and the instrument support. Both of these conditions have been addressed in current production via component modifications.